Manufacturer narrative:
(B)(4) opened : all investigations done at this time confirmed these batches of arcad were produced and controlled conform to novastep specifications. Comment : 2 staples have been used for this mtp arthrodesis, we don't know which staple lot number has broken in this case. For information, we add in this MDR all information related to the 2nd staple. Model # catalog # : arcad cs041818, lot # : c00554, expiry date : 09/01/2020, (B)(4), manufacturing date : 11/17/2015. Device explanted by manufacturer: not explanted.

Event description:
Hospital called novastep sales rep on 29th september 2016 and reported arcad 18 compressive staple breakage. Arcad 18-16-18 compressive staple was detected as broken by the surgeon during the analysis of xray performed during a patient follow up visit. Weight of the patient associated to the use of only two arcad 18 staples to proceed mtp arthrodesis (too weak) is expected to be the root cause of this breakage. Assembly should have been done using bigger staples or additional devices associated with two arcad 18 compressive staples.